Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was not evaluated for the reported sympto. Information was not made available to the service evaluator prior to their evaluation of the device. The device in question finished the evaluation process, and was repaired and tested to ensure the device met all specification prior to release.

Manufacturer narrative:
(B)(4). The date of event and date of this report on the initial manufacturer report were incorrect and have been updated.

Event description:
It was reported that a spectrum pump "will not stay running". It was also reported there was no patient involvement.